Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the two levers that hold the reservoir are very loose, resulting in the pump not reaching a very high pressure to empty out the reservoir. Customer suffered very high blood glucose levels. Pump is returning for analysis.